Manufacturer narrative:
The customer's glidescope go monitor was returned to verathon for evaluation along with the monitor's charging cradle and adapter. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to confirm the reported display issues. When connecting the reported glidescope go monitor to a known, good, test blade, the tsr could not replicate the reported failure. Upon visual inspection, the tsr observed that the liquid-crystal display was delaminated at the bottom right corner, however the device was still operable and the identified delamination does not affect use of the device. Furthermore, the returned charging cradle and adapter were inspected and confirmed to be functioning as intended. The customer's glidescope go monitor, charging cradle, and adapter passed verathon's device functionality testing. Upon completion of the evaluation, verathon informed the customer of the device evaluation findings and that the identified damage is un-repairable. No further investigation is required at this time. Verathon awaits the customer's response regarding replacing their glidescope go monitor with a new one and/or returning it to the customer as-is.

Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the monitor turned off during use. It was also reported that the screen display disappeared and intermittently turned green/"pixilated". No delay in the procedure, use of a backup device, or harm to the patient was reported.